Event description:
Received information regarding air bubbles in the luer lock. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No producting returning for evaluation. Attempts have been made to obtain all event information. Should ne information become available, a follow up report will be submitted.